Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6 device evaluation: the device related to the reported event of rupture was received on august 03, 2023, with lot number 389350. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken-on radius assessed as fold flaw opening and missing shell observed assessed as inconclusive. Additional observations: ¿ stress marks, crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.